Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase of pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss) from bipolar to unipolar. Additionally, noise and oversensing was observed resulting in pacing inhibition of greater than 2 seconds. The field representative noted this patient experienced pocket stimulation when the output was increased to 3 volts or higher. Technical services (ts) suspected a fracture however this has not been confirmed. The physician did not want to perform a lead revision at this time. Ts discussed programming optimization and that it is at the physicians discretion. No additional adverse patient effects were reported. This rv lead remains in service.